Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code) has been confirmed. Upon investigation the monitor was unable to complete incoming testing and displayed a service code 102 (charge profile fault). The cause for the failure was isolated to an open r45 resistor on the computer/analog board. Additionally, there was a bent pulse pin on the belt receptacle and the monitor was unable to complete a baseline test. The root cause for the open r45 resistor and bent pulse pin could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor was displaying a service code and was unable to complete incoming functional testing.